Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that the device was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker yielded fluctuations with the device's remaining battery life. Boston scientific technical services (ts) discussed how the device can move from one battery bin to the next, and how the changing of battery bins can impact remaining longevity estimates. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.